Manufacturer narrative:
One used cleo® 90 infusion site was returned for investigation. The returned device was examined using the unaided eye as well as 5x to 20x microscopy. During examination, it was found that the cannula length was compressed and without a fracture. The cannula was stretched out and was damaged at smiths as the distal end was pulled away from itself; however the cannula had not fractured while in use by the patient. No further abnormalities were observed with the returned device. Investigation was unable to determine the root cause of the cannula compression.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that the 6mm x 24 inch cleo infusion set device had only 1mm cannula length remaining when the patient was changing out the site due to hyperglycemia. It was reported that "nothing was set after hyperglycemia, the patient followed the habitual treatment." No further adverse health outcomes were reported. See MFR: 3012307300-2016-00577, 3012307300-2016-00578.